Manufacturer narrative:
A (B)(6) sample was not available for investigation; however, the customer indicated the complaint sample is from lot 92112401. The feedback provided by the customer indicates leakage was detected from a crack in the syringe barrel. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92112401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(6) product from the international market over the past 12 months.

Event description:
It was reported prior to use of the bd texium¿ syringe 10ml a crack in barrel of syringe resulted in leakage of fluid contents. This occurred twice during use. The following information was provided by the initial reporter: crack in barrell of syringe is present prior to using device to measure cytotoxic liquids. This crack is almost invisible until use. When pressure applied during use i.e. Extracting fluid from a vial, the crack results in leakage of fluid contents - usually sprays everywhere uncontrolably due to pressurised syringe - and cause cytotoxic exposure risk.